Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump became frozen on the "change cartridge" screen, and the customer was unable to clear it. During troubleshooting, the customer was able to clear the screen. Upon follow up, the customer reported that the screen froze again and the touch screen was unresponsive. The customer discontinued the pump and switched to an alternate method of therapy. The customer's blood glucose level was 278 mg/dl.